Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the r/l and u/d [right/left and up/down] angulation control knobs. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that there was foreign objects in the air/water tube and cylinder and jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on the right, left, up, and down knob, water tightness was lost. The air/water and suction cylinder had no color. The screw stopper was replaced for preventive maintenance. The scope connector case unit had corrosion due to water leakage. Due to deformation of bending tube, return angle from bending of the bending section did not meet the standard value. Plastic distal end cover had a dent. Adhesive around the objective lens had a chip and adhesive around light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.